Manufacturer narrative:
(B)(4). Customer returned pump for an alleged moisture damage and crack at the battery compartment found on event date aug. 28, 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor / motor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage pcba 1 / pcba 2 and harness assembly. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump was cracked at side and also was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.